Manufacturer narrative:
The site did not return any device therefore no device evaluation was performed. If we should receive further information pertinent to this event, a follow-up report will be submitted. (B)(4).

Event description:
A patient with 15 cm of barrett's esophagus containing dysplasia underwent circumferential ablation to treat the distal 6 cm of the esophagus. By report, the procedure was completed without adverse event and there was no device malfunction. One week later, the patient was seen in the emergency department for hematemesis with an associated low hemoglobin and treated with blood transfusion. No endoscopy was performed. No further bleeding was observed. One month later, endoscopy revealed a healing ablation zone within the esophagus with a small healing ulceration at the gastroesophageal junction. No definitive cause of the bleeding or site of the bleeding is known.